Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the prograsp forceps instrument jaws would not open. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. During the initial visual inspection; manually moving the grips, it was discovered that there was little resistance felt as the instrument's grips were opened and closed. Upon opening the instrument housing, failure analysis investigation found that the grip cable was derailed at the clamping pulley. The instrument was placed on an house-system and the instrument passed engagement and recognition testing. The instrument moved with full range of motion. The instrument's grips opened and closed properly. The instrument passed grip test performance testing. An additional observation not reported by the site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.